Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported headaches and procedural pain following permanent implantation. A cerebrospinal fluid leakage (csf) was suspected. The patient underwent a magnetic resonance imaging (MRI) and a blood test was performed; however, a csf leak and an infection were not detected. The patient was hospitalized and pain medication was administered to resolve the reported event.

Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the suspected csf cannot be definitively determined. Evoke scs system surgical guide lists cerebrospinal fluid (csf) leakage as a potential risk associated with the implantation and use of a spinal cord stimulation system.

Manufacturer narrative:
Additional information: section b - event date; event description. Section g - date received by manufacturer; type of report. Section h - evaluation code. The evoke scs system remains implanted. The root cause of the suspected csf leak cannot be definitively determined. Evoke scs system surgical guide lists cerebrospinal fluid (csf) leakage as a potential risk associated with the implantation and use of a spinal cord stimulation system. Saluda has not been provided with the exact date of the blood patch administration, 05may2026 is selected as an approximate date.

Event description:
The patient's headaches persisted despite the administration of pain medication. A blood patch was performed; however, symptoms consistent with a cerebrospinal fluid (csf) leak persisted. The physician recommended a CT scan and a second blood patch. The physician will continue to monitor the patient.